Event description:
Customer called to report that bloody diluent was leaking from the aspiration probe of the unicel dxh 800 coulter cellular analysis system. The fse (field service engineer) inspected the instrument and was able to determine that the tubing on the wash collar was causing the wash collar to intermittently not retract and get stuck. When the probe went to the backwash, there would be a drop of diluent that would drop down onto the cassette transport module. None of the tubing was loose or disconnected. The fse rerouted the wash collar tubing to avoid this event from reoccurring. The fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause for the drip was that the tubing that was wrapped around the wash collar was causing the wash collar to intermittently not retract. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).